Manufacturer narrative:
Device labeling single use or reuse. Method - device not returned. No evaluation will be performed.

Event description:
On (B)(6) 2011, the patient called to report another corneal ulcer or "eye infection." He reports this one is the same as his previously reported ulcer. See 1033553-2009-00080. Patient states right eye is red, painful, photophobic and patient has been out of work for 3 days. At the time of the call he had not sought medical intervention but stated intention to go that day. The patient admitted has been self medicating with medicines saved from the last event. The patient has not returned calls since the first call and ecp has not returned calls. No confirmed information is available. This is being reported as worst case based on his previous infectious ulcer. The patient wears lenses extended wear up to one month continuously despite warnings of the risk from ecp. Product was not received and no lot information was provided. If additional information is received, will report within 30 days of receipt. (B)(4).